Manufacturer narrative:
This report is applicable to the device that is indicated as stabbing the technician. A econd safety knife that was reported retracted was filed under MDR 1211998-2021-00067.

Event description:
"Customer stated 2 safety knives, sub-part 378210, in their custom eyes kit, part 58000516, had retracted protection shields: 1 was retracted and 1 was also retracted and the tech was stabbed.